Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower scan values while wearing the adc freestyle libre sensor compared to an adc meter. As a result, the customer reported they receive medical treatment from someone other than themselves. Adc customer service is currently unable to contact the customer to complete the troubleshooting process. A follow-up will be submitted when more information is obtained. There was no report of death or permanent injury associated with this event. A scan of 52 mg/dl compared to a blood glucose test of 66 mg/dl obtained on the adc meter was reported. It is unknown if these were the values taken at the time of the medical event.